Manufacturer narrative:
On day 30, kci did not have the information to negate a potential relationship of the kci product and the patient's hospitalization; thus, kci is reporting the event based on the initial information received. However, on mar 12 2018, the nurse confirmed that the patient's hospitalization due to the osteomyelitis wound infection was not related to nor caused by the use of the activ.a.c.¿ therapy system. Therefore, kci has deemed this event not reportable. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient¿s clinical presentation, rather than a fixed schedule. Ensuring dressing integrity. It is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active. Maintaining a seal. For delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas.

Event description:
The following information was reported to kci by the nurse: the patient was admitted to the hospital. No additional information was provided. On mar 12 2018, the following information was reported to kci by the nurse: the patient was admitted to the hospital for an osteomyelitis wound infection. She confirmed that the infection was not related to nor caused by the use of the activ.a.c.¿ therapy system. Kci was notified in order to pick-up the unit and there was no allegation of a product malfunction or potentially reportable event. On sep 20 2016, the device passed quality control (qc) checks and met specifications before placement with the patient. On (B)(6) 2016, the device was placed with the patient. On dec 03 2016, the device was tested by kci field services per qc procedures and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.